Event description:
A pt who using innovo (insulin delivery device) due to type 2 diabetes mellitus, diagnosed in 2004. In 2005 the pt developed increased blood glucose, and was treated with insulin by an emergency physician. The pt stated that the innovo did not deliver the units displayed despite correct handling. Reportedly the product in question was discontinued and the pt recovered however, the pt was re-introduced to a new device. Conclusion: technical examinations were performed and the electronic register was checked. The doser has obviously been in use for some time. In an attempt to open the slide with force the user has broken an internal part. Due to this the piston rod may not move or may only move partially (resulting in no delivery or only partial delivery of insulin). The display may turn off due to a defective internal switch. The observed fault on the piston rod is a result of rough handling during use of the device. The observed problem with the display is due to an assembly fault. This type of fault occurs at a very low rate and is being monitored closely.

Event description:
High blood glucose level [blood glucose increased]. Question received from FDA on 6/23/2005: q: what is the frequency of the device failure mode: a: based on the review of historical data from the past 24 months, the failure mode of the occurrence for this event is within the expected occurrence for this device.